Manufacturer narrative:
The ca2 reagent lot number was 74303101 with an expiration date of 30-nov-2024. The field service engineer (fse) found the gear pump pressure was low. The fse replaced the gear pump head. Qc was acceptable. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 502 module. Patient 1 initial result was 7.2 mg/dl. The repeat result from a different c502 module was 9.5 mg/dl. Patient 2 initial result was 6.8 mg/dl. The repeat from the same module was 7.0 mg/dl. The repeat result from a different c502 module was 8.4 mg/dl. The questionable results were not consistent with the patient¿s clinical history prompting repeat testing.